Manufacturer narrative:
(B)(4)

Event description:
(B)(4). ¿ the dentist reported that 3 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type ii and the procedure of immediate implant was performed.